Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found the ccd unit failure of the subject device. Since the subject device was manufactured more than 15 years ago, omsc was unable to confirm the manufacturing history (DHR) of the subject device. Based on the report of sorc, omsc determined there was the possibility this phenomenon was attributed to the user handling. It was presumed that the ccd unit of the subject device broke down due to an impact such as the user dropping the subject device and the liquid invaded inside and made the circuit short-circuit and the image not to be displayed. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.